Event description:
Patient was brought to irl for ultrasound guided thoracentesis. Doctor located the pleural effusion using ultrasound guidance. Standard procedure was performed. Yueh centesis catheter was placed within the pleural space, after removal of the catheter, distal tip was missing (5-9 mm). Catheter was removed without resistance. A CT of the chest was performed immediately to visualize the tip. CT demonstrated catheter tip fragment within subcutaneous fat 1.1 cm deep to the skin surface.